Event description:
It was reported that the tip of the torque limiting driver fractured. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
Device was returned to medtronic for eval. A visual examination confirmed that the instrument was split at the tip. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.